Manufacturer narrative:
Reporter phone number: (B)(6). Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient experienced ineffective stimulation due to the competitor¿s anchor moving causing the lead to migrate. Surgical intervention took place on (B)(6) 2021 wherein the lead was repositioned, and effective therapy was established.